Event description:
This case was reported by a consumer and described the occurrence of vision worsened in a pt who received triple salt dental adhesive cream (poligrip ultra denture adhesive cream) cream for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included aneurysm, angina (unk) and hiatal hernia. Co-suspect medication included fixodent and super wernets denture powder. On an unk date, the pt started triple salt dental adhesive cream (unk dosing regiment). At an unk time after starting triple salt dental adhesive cream, the pt experienced vision worsened, cold feet, numbness in legs and toes, numbness in back of head, gums were worn down to the bone and were very sore. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Super wernet's is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).